Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia and bent cannula event. Blood glucose level was 589 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.